Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was unable to upload to careklink, problem isolated to pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload to carelink. Customer¿s blood glucose was not reported. Insulin pump is expected to return for failure analysis.